Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in a non-tortuous and non-calcified artery. The physician advanced the 2.0x20mm maverick2 balloon to the lesion to predilate and inflated the balloon to 14atms on the first inflation. The physician deflated the balloon and then inflated it to 20atms which is over rated burst and the balloon ruptured. There were no pt complications. The device was removed intact. The procedure was successfully completed with the deployment of a promus stent which was post dilated with a quantum maverick balloon. Pt status is reported as "stable". In the opinion of the cardiologist, the balloon touching the end of a stent caused it to burst.

Manufacturer narrative:
"On memory think it was the proximal circumflex artery". Device eval: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.